Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced no stimulation sensation following a fall onto the hip, near the location of the implantable neurostimulator. The pt experienced soreness and pain around the device pocket. The pt was hospitalized for a few days, but did not follow up with the healthcare provider (hcp) to have the device checked. While in the hospital, the pt had several cardiac tests and imaging to assess the hip. The pt was, subsequently, not able to adjust the stimulation. A "call your doctor" message was displayed on the pt's programmer. It was also possible that a power on reset (por) condition was encountered when attempting to adjust the stimulation. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.